Event description:
It was reported that the device was implanted and explanted in 2007. The op report provided by the surgeon's office indicated that the device was explanted due to regurgitation. Upon reopening the pt, it was noted that a cord had ruptured. After cord repair there was no incompetency noted; however, the physician elected to use a smaller size ring.

Manufacturer narrative:
Device not returned.